Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage found to the low profile clip. There were no cracks or damage found to the u shaped groove on back of the pump. Unrelated to the complaint, the battery compartment is cracked near the case seal, the returned battery cap was able to fully attach to the pump and was used to complete all testing. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.